Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the harmonic ace instrument's head broke. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragments fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: the instrument was inspected prior to use and no damage was identified. No fragments fell inside the patient. When the crack of the instrument was identified, the device was removed from the patient. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have no issue. Visual inspection displayed no signs of physical damage. The instrument passed energy recognition testing in various grip orientations. The instrument articulated as expected during the manual articulation test. The instrument was fully functional. No product issue was identified. Isi also received another harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Isi reviewed the provided image and found it to be consistent with the instrument missing part of the tip.